Event description:
(B)(4).

Manufacturer narrative:
On 06/01/2015 it was confirmed that the item will be available for evaluation.

Manufacturer narrative:
(B)(4) made the inspection of the retrieved item on 7th august 2015: the instrument has a tooth broken. It is not possible to establish the brakeage root cause with a visual inspection. We can infer an improper use of the instrument.